Event description:
It was reported that the right ventricular lead had no capture. An echocardiogram showed perforation of the lead tip completely out of the pericardium. The lead was removed and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was also noted that the distal conductor had blood/body fluid (not obstructed), the helix was distorted/bent, there was blood in/on the helix mechanism, there was tissue on the helix, and there was apparent explant damage. The analyst also noted that the lead was received at analysis with the steriod being torn and it cannot be determined when this occurred.